Manufacturer narrative:
H.6. Investigation summary: photos received by our quality team for investigation. Upon visual evaluation, one mixed needle with a different color hub is observed in the packaging of the product. A device history review was performed for reported lot 2246833, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. During the analysis of the manufacturing period, it was observed that the production of the claimed batch began after the production of the precisionglide 0.70x25 ns needle, therefore the possible root cause is associated with incorrect cleaning of equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter and restructure the cleaning procedure by machine will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with bd precisionglide¿ needles there was a mix of product and an incorrect needle measurement was in the package. The following information was provided by the initial reporter, translated from portuguese to english: she informs that in the box there are several strips with 10 units, when she opened the box in the middle of these strips a wrong needle came she believes that the wrong needle measure is 70x25 would not be the correct caliber, she informs that for her there is no problem, she is reporting just to notifyfy.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd precisionglide¿ needles there was a mix of product and an incorrect needle measurement was in the package. The following information was provided by the initial reporter, translated from portuguese to english: she informs that in the box there are several strips with 10 units. When she opened the box in the middle of these strips a wrong needle came she believes that the wrong needle measure is 70x25 would not be the correct caliber. She informs that for her there is no problem. She is reporting just to notify.